Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s blood glucose level was 507 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy, and no assistance from a third party was required. Customer changed infusion set and cartridge and resumed insulin.